Manufacturer narrative:
The device has been received for evaluation; however, evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
The customer attempted to charge his pump after it battery had completely depleted, but it would not power on. This issue elevated the customer's blood glucose level to 240 mg/dl, but he is using manual injections to correct this.